Event description:
Adverse event(s): "decreased visual acuity" (vision, impaired). Product problem(s): "surface light scattering" (no code available [iol (intraocular lens) implant]). A surgeon reported a pt with decreased visual acuity following intraocular lens (iol) implant surgery. The surgeon reported that pt had iol implant surgery in 2003. In (B) (6) 2007, the pt was diagnosed as having superficial punctate keratitis and treated with medications. In (B) (6) 2009, the pt's visual acuity decreased. During a visit in 2010, the surgeon reported difficulty visualizing the fundus when the pupil was constricted. The surgeon reported observing light scattering on the iol. The pt's visual acuity was also noted to have decreased at this visit. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4).